Event description:
It was reported that during routine follow-up, it was observed that the patient did not have any pacing in the right atrial (ra) nor right ventricular (rv) chambers. Fluoroscopy was performed and it was found that the helix of both leads was auto-retracted from its position and the leads had dislodged. As a result, the leads were repositioned the next day and the patient will be monitored. The lead remains in service. No additional adverse patient effects.

Event description:
It was reported that during routine follow-up, it was observed that the patient did not have any pacing in the right atrial (ra) nor right ventricular (rv) chambers. Fluoroscopy was performed and it was found that the helix of both leads was auto-retracted from its position and the leads had dislodged. As a result, the leads were repositioned the next day and the patient will be monitored. Additional information was received. Approximately 20 days after the leads were repositioned, the patient attended a routine follow-up with a complain of syncope. It was then found that neither the ra nor the rv lead were pacing, and failure to capture was noted. Fluoroscopy was performed and it showed both leads were pulled out of the myocardial tissue. The physician complained that the issue occurred due to the helix not performing as expected. The patient has not yet been scheduled for lead repositioning. The lead remains in service. Additional information provided indicates both the ra and the rv lead were explanted and replaced. No additional adverse patient effects.

Event description:
It was reported that during routine follow-up, it was observed that the patient did not have any pacing in the right atrial (ra) nor right ventricular (rv) chambers. Fluoroscopy was performed and it was found that the helix of both leads was auto-retracted from its position and the leads had dislodged. As a result, the leads were repositioned the next day and the patient will be monitored. Additional information was received. Approximately 20 days after the leads were repositioned, the patient attended a routine follow-up with a complain of syncope. It was then found that neither the ra nor the rv lead were pacing, and failure to capture was noted. Fluoroscopy was performed and it showed both leads were pulled out of the myocardial tissue. The physician complained that the issue occurred due to the helix not performing as expected. The patient has not yet been scheduled for lead repositioning. The lead remains in service. Additional information provided indicates both the ra and the rv lead were explanted and replaced. No additional adverse patient effects. The lead was returned for analysis.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a partially extended position. Visual inspection found dried blood and tissue around the helix. Cuts in the insulation were observed, likely related to explant damage. The helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid and tissue. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. The unintended use error caused or contributed to event was selected based on the report of helix auto-extension. The helix can become unintentionally extended or retracted if the lead body is rotated while the terminal pin (likely with the fixation tool attached) is held stationary.

Event description:
It was reported that during routine follow-up, it was observed that the patient did not have any pacing in the right atrial (ra) nor right ventricular (rv) chambers. Fluoroscopy was performed and it was found that the helix of both leads was auto-retracted from its position and the leads had dislodged. As a result, the leads were repositioned the next day and the patient will be monitored. Additional information was received. Approximately 20 days after the leads were repositioned, the patient attended a routine follow-up with a complain of syncope. It was then found that neither the ra nor the rv lead were pacing, and failure to capture was noted. Fluoroscopy was performed and it showed both leads were pulled out of the myocardial tissue. The physician complained that the issue occurred due to the helix not performing as expected. The patient has not yet been scheduled for lead repositioning. The lead remains in service. Additional information provided indicates both the ra and the rv lead were explanted and replaced. No additional adverse patient effects. Boston scientific has made three attempts to retrieve the device, however; no response was received, the device is not expected to be returned.